Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 388928, lot# 0210323521, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional via a manufacturer representative reported measured low impedance on path 0 & 3 (alleged short circuit), the device was found automatically turned off (stimulation) in two (2) consecutive follow-ups, the reason for that turning off was unknown, and the used stimulation path was 1-3+. It was noted that during the 1st stage phase the lead extension was exposed to extraordinary mechanical stress and the lead was thereby relocated in the pocket. When implanting the device in the second stage procedure, no abnormality concerning the lead was observed. Measurements were performed multiple times with different parameters. The low impedance on path 0 & 3 was reproducible; all other paths were inconspicuous. The therapy was reprogrammed from 1-3+ to 1-c. It was unknown if the issue was resolved at the time of the report. The observed phenomenon was accepted by all parties at the moment. Electrode 1 was effective (adequate sensible threshold sufficient) and the pathway 1-c will be tested. So far no other intervention was planned. There were no further complications reported and/or anticipated.